Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump would not rewind or complete the self test. The customer's blood glucose was 528 mg/dl. She stated that she had removed her infusion set due to a low reservoir alert, and when she tried to rewind the insulin pump, she was unable to press the button to get the device to rewind. She was advised that since she was running a dual bolus, the insulin pump would not allow her to complete the rewind process until the bolus delivery was complete. She advised that she was waiting on her doctor to call her back to see about changing her settings. She declined to troubleshoot for the high blood glucose, stating that the insulin pump was working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.